Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had a high heart rate post implant. It was also noted by the patient that their implantable pulse generator (ipg) was pacing at an inappropriate high rate. The ipg remains in use. No further patient complications have been reported as a result of this event.